Event description:
Consumer alleges that when he plugged his CPAP machine in it began smoking and the charger melted all over his outlet. Consumer also alleges that this issue caused all the lights in his house to go off.